Event description:
It was reported that "while surgeon was tapping over the k-wire, he said he felt a metal on metal clicking. He stopped tapping and removed the tap. When he looked at it, a small piece of the tap was missing off of the tip of the 5.5 mm tap. The surgeon was able to use suction to remove the broken piece of the tap. We finished the case using the 4.5mm tap."

Manufacturer narrative:
Instrument broke during surgery. There have been previous reported events for this instrument. Furthermore, it is stated that there was no adverse consequence to the patient. The implant that the surgeon was originally planning on using was the one that was used. "We did not switch to a smaller screw, just a smaller tap." Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.